Event description:
The dentist reported that the abutment screw fractured and was unable to be retrieved, therefore the implant required surgical removal.

Manufacturer narrative:
The complaint was confirmed through visual inspection as components of the broken screw were visible within the implant the device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.